Manufacturer narrative:
On january 15, 2025, the mentor failure analysis lab received the device for evaluation. On january 20, 2025, mentor received additional information that indicated that the correct right breast implant device had the lot and serial numbers: lot: 6807670, sn: (B)(6). On january 22, 2025, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the sm mpp gel 225cc breast implant was found to have a tear on the posterior view, measuring approximately 0.4 cm. In addition, shell abrasion was noted on the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 225cc mentor memorygel breast implants. Post-operatively, the patient suffered right breast asymmetry and a flipped implant. The right breast also felt like it had a hard edge. In addition, the implant was reported to have ruptured and unacceptable cosmetic breast size bilaterally. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (right) 595cc mentor memorygel xtra breast implant catalog: shpx595, lot: 9951409, sn: (B)(6) and (left) 595cc mentor memorygel xtra breast implant catalog: shpx595, lot: 2002069, sn: (B)(6). This medwatch form is for the right breast prosthesis.